Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. The patient requested the removal of the implants. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7050m-100, lot# 2591332, mfd. 05 sep 17, exp. 2022-09-05, gtin (B)(4). 2nd (middle): ifuse implant, p/n 7050m-100, lot# 2591332, mfd. 05 sep 17, exp. 2022-09-05, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7055m-100, lot# 2591342, mfd. 24 jul 17, exp. 2022-07-24, gtin (B)(4).

Event description:
In late (B)(6) 2018, a previously undocumented revision from (B)(6) 2018 was reported to the manufacturer. The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient later reported a recurrence of pain symptoms and requested that all the si joint implants be removed. The surgeon did not indicate that the implants were loose or malpositioned. In (B)(6) 2018, a different surgeon removed the implants.